Event description:
Patient reported that she underwent revision hip arthroplasty on (B)(6) 2008. Subsequently, the patient developed pain and had enlarged lymph nodes in the groin area. She was informed that she developed an autoimmune response from the metal ions due to her multiple autoimmune diseases. Another revision procedure was performed on (B)(6) 2010 to remove and replace the modular head and taper adapter with a ceramic head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: possible adverse effect #15 - elevated metal ion levels have been reported with metal-on-metal articulating surfaces. Although mechanical testing demonstrates that metal-on-metal articulating surfaces produce a relatively low amount of particles, the total amount of particulate produced in vivo throughout the service life of the implants remains undetermined. The long-term biological effects of the particulate and metal ions are unknown. The user facility was notified of the event on (B)(6) 2010. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed (B)(6) 2010. - attachment: (B)(6)